Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to customer the pump does not deliver insulin correctly. When half of cartridge is used up the values starts rising from 140 mg/dl up to 380 mg/dl. No adverse event reported. A request was made for the return of the device.